Manufacturer narrative:
Block h6: patient code e2015 captures the reportable event of ureteral injury. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that a dual lumen ureteral catheter device was used during a ureteroscopy procedure. During the procedure, a left ureteral injury occurred from the sharp tip device when attempting to access the ureter, and a non-boston scientific device was used to complete access to the ureter. Due to the ureteral injury, the lasing was not performed, and instead, a ureteral stent was placed. The patient will be evaluated again for ureteral stricture.

Manufacturer narrative:
H2: additional information: a2, a3a, a3b, a5, a6, e4, g2. H6: patient code e2015 captures the reportable event of ureteral injury. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2301 captures the reportable event of additional device required. H11: investigation results: the product was not returned for analysis; however, media analysis was performed; and it was not possible to confirm since an analysis at the laboratory needs to be performed to determine if there is a sharp tip or not. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The instruction for use mentions perforation of kidney, renal pelvis, ureter and/or bladder as potential complications that may be associated with the use of the device. With all the available information, boston scientific concludes that the complaint event could not be confirmed since it did not include a returned device to identify any issue that could confirmed the reported allegation. However, since the device is not going to returned due to it was disposed, a deeper analysis of the device could not be performed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. As per additional information requested to the manufacturing team, during manufacturing process, device inspections are conducted to ensure the integrity of the device tip that would have captured any tip sharp. Taking all available information into consideration, an investigation conclusion code of cause not established was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a dual lumen ureteral catheter device was used during a ureteroscopy procedure. During the procedure, a left ureteral injury occurred from the sharp tip device when attempting to access the ureter, and a non-boston scientific device was used to complete access to the ureter. Due to the ureteral injury, the lasing was not performed, and instead, a ureteral stent was placed. The patient will be evaluated again for ureteral stricture.